Event description:
Zoll customer support contacted a (B)(6) male patient's wife regarding the patient's death on (B)(6) 2014. The patient's wife was uncomfortable in the vest and it caused his skin to het red and irritated under the electrodes, therefore it was removed prior to the time of passing.

Manufacturer narrative:
Device evaluation summary: upon reviewing the patient's download data it was revealed that the patient removed the device on (B)(6) 2013 due to skin irritation/comfort issues. The patient's wife informed zoll customer support that the patient was at the hospital and the patient was not wearing the device at the time of passing on (B)(6) 2014. During the time the patient was wearing the vest, no abnormal flags were detected. Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zoll and evaluated. Both the monitor and electrode belt were fully functional and able to detect and treat a patient. The patient was not wearing the device at the time of death. Device mfg date: sn (B)(4): 06/2013.